Event description:
It was reported by the rep the device was used during a thoracoscopy and bleb resection. It was reported the device was fired three times. No cutting was observed. Some of the staples that were fired, formed on each firing. The device was used in this manner to complete the case. There was not consequence to the pt.